Event description:
The customer reported the system had a channel 8 failure error and connectivity was lost, the system wold not boot up. There was no patient injury death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board and the fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.